Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer complained of potential false negative results when running the realtime sars cov-2 assay. When running the realtime sars cov-2 assay, on (B)(6) 2020 and (B)(6) 2020, the customer generated not detected results on two patient samples. On the respective following days, the same tube of samples were tested again using the sd biosensor test, a manual method which was supplied to the customer by the ministry of health. The customer was performing re-testing as part of a validation for the biosensor test. Upon retesting these two samples with the biosensor kit, they gave the result of detected. The biosensor test targets the rdrp and e gene of sars-cov-2, and results were positive for both targets. Distributor application specialist has been troubleshooting with the customer. Testing was carried out on the same sample from the patient. The sd biosensor method is a manual method, so there was a chance of contamination and causing the result on sd biosensor to be a false positive. The abbott realtime sars-cov-2 test is the gold standard assay used in their laboratory as they have validated this assay and trust these results. Analysis of the runs by the application specialist show that the target for the two suspected samples is flat, with no signs of amplification of max ratio value. The internal controls for the two samples were amplified, and the controls for both runs were valid and passed. There is no sample left for repeat, and the patient tracing for a follow-up sample is unable to be completed. The negative realtime sars cov-2 results was reported to the patient. The suspect results were questioned by the laboratory, not the ordering physician. There was no adverse impact on patient management reported. Although it appears that this complaint may be related to a false positive result on another assay, abbott molecular will run this evaluation as a worst case false negative. This incident is being reported to FDA because the incident occurred in indonesia using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs for the samples in question were reviewed. Runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The two tested patient samples in question were negative for sars-cov- 2. There is no indication that the product is performing outside of established design performance specifications. However, discrepant result for two patient samples between different methods occurred. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508024 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 508024. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508024 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the complaint history review did not identify any additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508024. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508024 was not identified.